Manufacturer narrative:
Additional excluder® devices included in this report: pxc161200/ 8034087, pxl161407/ 06532888, and pxa320400/ 7584694. Concomitant medical products: patient medications include simvastatin, pantoprazol, januvia, and novalgin. Results pending completion of imaging and explant evaluations.

Manufacturer narrative:
Please note entries to sections.

Event description:
On (B)(6) 2010, the patient was implanted with four gore excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, cta and ultrasound revealed a recurrent type ii endoleak originating from multiple lumbar vessels. It was reported the aneurysm had enlarged by 10mm since the previous measurement (date unknown). On (B)(6) 2015, the patient underwent an open procedure whereby the excluder® devices were explanted, and the vasculature was surgically repaired. The explanted devices and cta images will be returned to gore for evaluation.

Manufacturer narrative:
(B)(4). Evaluation of contrast-enhanced CT images dated (B)(6) 2015: only one time point was available. Therefore, growth of the aneurysm could not be confirmed. Contrast outside implanted devices could not be confirmed with available images. There appeared to be previously placed embolization coils within lumbar artery at the level of the aneurysm. The devices were returned to w. L. Gore & associates for investigation. Submitted in formalin were four gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk), one contralateral leg endoprosthesis (cl), one iliac extender endoprosthesis (ie), and one aortic extender endoprosthesis (ae). The lumen of the overlapped devices were widely patent. A minimal, multifocal, and coalescing thin layer of red-tan-brown to white-tan soft tissue was firmly adhered to the exposed luminal and abluminal surfaces of all four endoprostheses. A focus of tan to white soft tissue was firmly adhered to the abluminal suface of the cl. A fragment from a surgical glove was pierced by and attached to a trunk fixation anchor. Histopathological examination of one abluminal tissue specimens from cl was performed. The tissue was a remnant of the aneurysmal sac, and contained disrupted aortic wall architecture (i.e. Elastin) and areas of mineralization. Infectious agents were not observed. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. One wear related wire disruptions was identified. A wire discontinuity is present. Was subjected to metallurgical analysis and was identified on the pre-digestion x-rays. Is consistent with a cyclic fatigue fracture. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and endoprosthesis stent fracture.